Event description:
It was reported that the patient underwent an artificial urinary sphincter revision surgery to inspect the cuff. No new devices were implanted. No additional information was reported.